Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report of "no power up" the customer's report was observed and attributed to a monitor board. The monitor board was replaced to resolve the report. The customer's report of "no video display" was observed and attributed to a faulty lcd display. The lcd display was replaced to resolve the report. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up with battery, when powered up with ac power, no display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.